Event description:
A system operator reports that the laser stopped firing during a procedure. They were unable reset the system and complete the procedure within the same session. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.